Manufacturer narrative:
Consumer reported experiencing eye itching, redness, and conjunctivitis in both eyes while using product. Although the event could not be confirmed with the treating doctor, medical documentation was provided by the consumer. Doctor diagnosed consumer with conjunctivitis in both eyes and prescribed ribavirin eye drops, chloramphenicol eye drops, and an unspecified dexamethasone treatment. Consumer reports to be recovered. The complaint sample was returned for evaluation and the results of the testing performed were all within specification. Additionally, a review of the lot device history record show that all requirements were met and concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported that while there was no discomfort upon initial use of product, eye itching did exist in both eyes upon removal of product. Consumer consulted with doctor. Although the event could not be confirmed with the treating doctor, medical documentation was provided by the consumer. Medical documentation indicates the consumer was seen by the doctor with complaints of eye itching. Physical examination showed redness of palpebral conjunctiva. Doctor diagnosed consumer with conjunctivitis in both eyes and prescribed ribavirin eye drops, chloramphenicol eye drops, and an unspecified dexamethasone treatment. Medical documentation does not give indication of causality assessment. Consumer does not consent for treating doctor to be contacted regarding this event. Consumer reports to be recovered.